Manufacturer narrative:
Based on the available information this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.

Event description:
The end user reported that approx. Two weeks ago, he noticed a small ulceration under the wafer. He estimates the size being around the size of a pen top.